Manufacturer narrative:
A product development evaluation was completed: the 130 deg aiming arm f/trochanteric fixation nails was received with signs of wear and tear. Specifically, there are several scratch marks on product and slight discoloration on gold ring. During this evaluation, the returned device was assembled with known good mating instruments to complete the insertion construct in attempt to replicate the complaint description. The mating known good parts included a blade guide sleeve (part#357.369, lot# 6702210) and compression nut (part#357.371, lot# 5013309). The blade guide sleeve with compression nut was inserted into the returned aiming arm and the locking mechanism on the aiming arm was able to retain and release the compression nut on each attempt. The complaint condition could not be replicated during this evaluation. The compression nut and blade guide sleeve were not returned for evaluation; however, a known good blade guide sleeve and compression nut were utilized during this evaluation, which showed that the aiming arm will retain and release as intended. The design is adequate for its intended use and did not contribute to this complaint condition. Therefore, this complaint is invalid from a design perspective. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2014, an insertion sleeve was sticking and was hard to disengage from the aiming arm (part number 357.366). There was no noticeable damage to the part noticed preoperatively. There was no patient involvement and no further information is available. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of the device history was performed and no complaint issues were found. Device is an instrument and is not implanted/explanted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.